Manufacturer narrative:
The reference to the pump exchange due to suspected thrombus is reported under manufacturer report # 2916596-2016-00431. Approximate age of device ¿ 7 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient was admitted on (B)(6) 2016 with a lactate dehydrogenase (ldh) of 2660 u/l, followed by and ldh of 2856 u/l on (B)(6) 2016. The patient was placed on aggrastat for suspected pump thrombosis. On (B)(6) 2016, the system controller log file was reviewed by a representative of the manufacturer¿s technical services team and revealed that power and pump estimated flow were trending up. It was reported that at this time the patient had elevated ldh of 2900 u/l, hematuria, and shortness of breath. The patient was treated with aggrastat and bivalirudin infusions. On (B)(6) 2016, the patient was taken to the operating room for pump exchange via subcostal incision. The patient was unable to be cannulated femorally. The patient declined a sternotomy incision, and the subcostal incision was closed with the suspect pump left in situ supporting the patient. The patient was placed under hospice care. On (B)(6) 2016, it was reported that the patient¿s ldh had decreased to 875 u/l. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and revealed a shift downward in pump power and pump estimated flow. Lvad parameters appeared to be stabilizing. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of elevations in pump power and flow was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events and for the reported elevated ldh could not be conclusively determined. Both log files captured elevated power and flow and decreased pi levels. Towards the end of the second log file, there was a downward shift in pump power and flow, as well as an upward shift in pi suggesting that the pump's parameters were stabilizing. Based on our complaint history and similarly reported events, elevated ldh, coupled with increased pump power and flow and decreased average pi could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. The patient remains ongoing on vad support with no further reported issues. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.